Event description:
Distributor reports via e-mail. This is a complaint from our hospital customer. There is a green object inside the syringe barrel. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.